Event description:
Related manufacturer reference number:2017865-2022-14529. It was reported that the patient presented in-clinic for a follow up check. Upon review, it was observed that the end of a lead cap had eroded through the patient's skin. The implantable cardioverter defibrillator and the capped right ventricle lead were both explanted. Patient was stable.

Manufacturer narrative:
The analysis was normal with no anomalies found. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device was found to communicate appropriately with a merlin programmer and had not reached the elective replacement indicator (eri).